Event description:
It was reported that the "bad charger" light began to flash shortly after the battery was placed onto the charger. Removing and reconnecting the battery to the charger produced the same result. The pt was shipped a replacement battery.